Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the stylet insertion test was performed successfully with a slight resistance observed throughout the entire lead length. Blood ingress or conductor distortion was not observed. (B)(4).

Event description:
It was reported that during the implant procedure the stylet was only able to advance halfway into the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.